Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and completed a performance check for factory verification. The unit performed to meet all manufacture specifications . All logs were reviewed and recorded. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported occlusion and no return tidal volume while on a patient on the vela ventilator. At this time, there is no information regarding patient harm associated with the reported event.